Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose at the time of event was 411 mg/dl. The customer experienced symptoms of high blood glucose value. The customer had not treated high blood glucose till the time of the call. Auto mode was activated at the time of event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was not performed as the customer declined. The product will not be returned for analysis.